Event description:
Sfx cross-link placed on the spinal rods. While tightening, the tip of the driver broke off before the torque wrench maxed out. The cross-link was removed and another used to complete the case with another driver. There was no adverse outcome as a result of this situation.

Manufacturer narrative:
A manufacturing error resulted in the tip component being heat treated to the wrong specification. As a result the tip may strip or fracture below the 65 in/lbs of force applied to lock the sfx implant to the spinal rod. It is unlikely that breakage would result in any adverse patient outcome. However this could result in a portion of the tip being left inside the implant or a delay to the case to remove and replace the implant. As a result depuy spine has notified our local office and is taking remedial action to remove this lot of product from the field.